Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred with the artis zee floor system. The customer reported that while the system was not in use and not turned off, some type of leakage from the detector cooling unit caused an open circuit resulting in a small fire inside the system cabinet. There is no report of impact to the state of health of a patient or operator involved.